Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl. Elevated bg was addressed with a manual injection which customer's father delivered because customer was throwing up and could not deliver correction for himself. Recommendation was made to consult with a healthcare provider to discuss diabetes management.